Event description:
It was reported that the patient line of a homechoice cassette was unable to be disconnected from a peritoneal dialysis (pd) transfer set which resulted in separation between the female connector and main body of the transfer set. It was further described as "unable to remove the patient line from the transfer set, every time they tried, the whole blue piece and the inner tube was being pulled out". This occurred after finishing pd therapy while attempting to disconnect from the cycler. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: it was reported that the patient line of an amia automated pd cycler set (previously reported as homechoice cassette) was unable to be disconnected froma minicap transfer set which resulted in separation between the female connector and main body of the transfer set. Correction b7 (other relevant history): added transfer set placement date. Correction to d10 (concomitant product): replace unspecified pd cassette with amia automated pd cycler set (remove ni). H10: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and it was observed that the female connector was separated from the main body of the twist clamp on the transfer set. The reported condition of separation between the female connector and main body was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. Visual inspection of the photographs observed that a patient connector was attached to the female connector of the transfer set; however, due to receiving a photo only, no functional testing could be performed. Therefore, the condition of unable to disconnect the female connector of the transfer set from the patient connector of the amia automated pd cycler set was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.